Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burned c-cover was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burn on the c-cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.

Event description:
No additional information received from the customer.